Event description:
It was reported, that the patient presented to the clinic. For the generator change procedure. Before the procedure, upon interrogation, the right ventricular (rv) lead exhibited noise over-sensing. Which led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.